Manufacturer narrative:
(B)(6) 2018. Philip's technical service advised the customer regarding the failure. The customer replaced the o-rings to address the event. The customer checked and tested for functionality. No abnormalities were observed. The unit was returned to service. No parts were returned to philips, therefore no root cause could be determined.

Event description:
It was reported that a leak occurred in the oxygen inlet area. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified, estimate used.